Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with several a47 alarms were found at the alarm history file due to corrupted history file. The insulin pump passed self, a21 error and displacement tests. The insulin pump was monitored and no a17, a21 or unexpected audio or beep anomaly noted. No cosmetic damage noted. The insulin pump was received with corroded battery cap contact.

Event description:
Customer reported his new insulin pump has been beeping every fifteen minutes for the last couple of weeks. There is nothing on the screen. The doctor checked the device and everything was fine, except for the beeping anomaly. Customer's blood glucose is 131 mg/dl. The alarm history showed three separate alarms that occurred on (B)(6) 2014. The buttons were not accidentally pressed. There is nothing nearby that is also beeping. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.